Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she began developing a rash under the adhesive after using her sensor. Patient claimed that the skin under the adhesive bubbled up and left a mark, and the site was itchy. Patient did not report any medical intervention at the time of contact with dexcom technical support.